Manufacturer narrative:
D10: 02-010-06-0240 - tru cc femoral size 4 left: (B)(6), 02-010-06-0542 - tru post. Aug. Size 4, 10mm: (B)(6), 02-012-44-4011 - logic tibia implant psc insert, sz 4, 11mm: (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t: (B)(6), 02-012-50-4011 - tru tib aug 1/2 size 4, 5mm: (B)(6), 02-012-60-1480 - tru stem ext 14mm x 80mm: (B)(6), 02-012-60-2212 - tru stem ext 22mm x 120mm: (B)(6), 204-70-00 - tibial stem ext. Screw: (B)(6), 208-05-04 - cc distal fem augment sz 4, 5mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the exactech cc clinical study, approximately 1 year and 10 months post the initial left total knee replacement, and approximately 7 months post the left knee extensor mechanism reconstruction with allograft, the patient experienced wound dehiscense with drainage. Actions taken were medication, left knee irrigation and debridement, and application of wound matrix. The outcome is considered to be resolved.